Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were made. The patient was stable and asymptomatic.